Event description:
It was reported that at the device check the patient had chest pain and a heart rate of 140 beats per minute. The heart rate decreased when the device's rate response was turned off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.